Manufacturer narrative:
Per reported event information, an unexpected refractive change secondary to rotation of a sulcus implanted lal occurred following onset and resolution of a vitreous hemorrhage; there were no reports of product malfunction or defect, and all light treatments were successfully completed prior to the reported hemorrhage and subsequent discovery of lal rotation. The device history record for the manufacturing lot was reviewed, and there were no deviations, non-conformances, or other manufacturing issues related to the reported event. It was also reported that due to the patient's preexisting capsular bag defects, the lens had been placed in the sulcus, likely because the capsular bag would not allow for adequate support of the lal. It should be noted that per lal labeling, the lal is indicated for primary implantation in the capsular bag, and there is a warning on the labeling stating that physicians should weigh the potential risk/benefit ratio for patients in whom neither the posterior capsule nor the zonules are intact enough to provide support for the iol. A definitive cause of the event cannot be determined; however, based on reported event details and sequence of events, the vitreous hemorrhage (and actions taken to resolve) and/or lal placement in the sulcus may have been contributing factors. The explanted lens was discarded. No additional analysis was possible. Manufacturer reference #: (B)(4).

Event description:
A patient with pre-existing capsular defects had a light adjustable lens (lal) implanted in the sulcus with optic capture. The patient successfully completed all light treatments during the postoperative period. Uncorrected distance visual acuity (ucdva) was 20/20, manifest refraction (mr) was plano sphere, and best corrected distance visual acuity (bcdva) was 20/20. However, after light treatment completion, the patient had vitreous hemorrhage of unknown cause that was later resolved. Afterward, the lal rotated in the patient's eye, which resulted in decreased vision for the patient (mr was +1.75 -4.00 x017 with bcdva 20/20). The lal was explanted on (B)(6) 2026, and the patient was implanted with a monofocal iol as the patient did not want to continue traveling long distance to complete light treatments.